Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited noise which caused oversensing. All other electrical values were within range. On (B)(6) 2015 the lead was successfully capped and replaced. The patient tolerated the procedure well.